Manufacturer narrative:
There was no pt info as the event did not occur during surgery. Vertek arm was returned for eval. The vertek arm tightened and released without issue. The returned device was found to be fully functional. The reported event could not be duplicated by product services personnel.

Event description:
A medtronic rep reported that the vertek arm was unable to be tightened. There was no pt present.